Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope experienced insufficient angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's non-reportable allegation was confirmed. The customer cleaned, disinfected, and sterilized the product prior to returning it to olympus. Additionally, the customer flushed the air water nozzle with detergent solution, water, and air. In addition to the foreign material, the device evaluation found: the bending angle in up direction does not meet the standard value and the play of upward/ downward knob is out of the standard value due to wear of the angle wire, a pinhole on the channel tube causing a water leak, the adhesive on the bending section cover has a chip and a white-clouded area, peeling of the adhesive around the objective lens and the light guide lens, a burn on the plastic distal end cover, a scratch and a dent on the connecting tube, discoloration of the control unit, a dent on the universal cord, a scratch on the protector of the universal cord on the control section side, and a crack on the suction connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6)hospital.